Event description:
It was reported that due to an infection the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 14cmx9.5mm cylinders, pump and reservoir were implanted. It was further reported that the infection onset was 3 weeks ahead of this surgery and the infection was a the closing site of the implant surgery. There was no interventional treatment and the patient now get well after this surgery.

Manufacturer narrative:
Infection was reported. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 performed within specification. Cylinder 2 had a leak present along with broken fabric threads that were the result of sharp instrument/tool damage consistent with explant. This damage was located at the junction of the rear tip and cylinder body. Based on the determination that the damage was likely due to explant, it will not be considered a probable cause for this event because it is a secondary failure. Cylinder 2 had buckling folds present. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was not functionally tested due to contamination. The allegation of infection could not be confirmed. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were present. There was tool damage to the kink resistant tubing (krt). The allegation of infection could not be confirmed. Reservoir: model- 72404161; lot sn- (B)(6); mfg date- 07/19/2017; exp date- 07/19/2022; gtin- (B)(4).

Manufacturer narrative:
Reservoir model- 72404161; lot sn- 60179205002; mfg date- 07/19/2017; exp date- 07/19/2022; (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to an infection the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 14cmx9.5mm cylinders, pump and reservoir were implanted. It was further reported that the infection onset was 3 weeks ahead of this surgery and the infection was a the closing site of the implant surgery. There was no interventional treatment and the patient now get well after this surgery.